Event description:
It was reported that "cassette sensor defective". There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. The customer's reported problem, cassette sensor defective, was verified by functional testing. The cause is an inoperable dso (downstream occlusion) sensor. Dso sensor was replaced to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.